Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. No loss of capture was observed. The pacing outputs were reprogrammed to mitigate the increased thresholds. No adverse patient effects were reported. Boston scientific received additional information. During a revision procedure for a dislodged left ventricular (lv) lead, this rv lead was found to be dislodged as well. The lead was successfully repositioned. No additional adverse patient effects were reported.